Event description:
On (B)(6) 2007, this pt was implanted with gore excluder aaa endoprosthesis. On (B)(6) 2007, the pt returned for follow-up and renal stenosis. The pt had developed claudication symptoms. Angiography revealed a kink in the gore devices (which one unk) with no sign of endoleak. On (B)(6) 2007, a second procedure was performed whereby an additional iliac extender component was implanted on the left side. The kink in the gore device was successfully resolved. The pt tolerated the procedure. In (B)(6) 2009, a possible type ii endoleak was discovered. The physician performed coil embolization of the inferior mesenteric artery resolving the endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.